Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 485 mg/dl with polydypsia and an unspecified level of ketones associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the user was not using the cartridge per the instructions for use. It was also revealed that 2.6 units of a 7.05 cancelled bolus was delivered and programmed in the pump. It was reported that the supplies have not been changed since the occlusion issue had occurred. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not correctly using the cartridge.